Manufacturer narrative:
It is noted (B)(4) is now applicable to the event upon further review. (B)(4) is no longer applicable.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0t7pg, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported high impedance measurements of >4,000 ohms on all combinations. No symptoms were reported. The patient had not experienced symptoms when the implantable neurostimulator (ins) was off. It was indicated the patient fell about a month ago and this could be related to the issue. The patient was indicated to be getting therapy benefit, but was no longer feeling stimulation. However, it was noted the patient would feel stimulation at the very beginning of an adjustment. Bipolar pairs was recommended for sensation but this was difficult as the patient had a pre-existing stroke. X-rays of the ins connection and lead exit site were reviewed. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.